Event description:
At the end of the right cataract procedure a 30-gauge cannula was used for stromal hydration. Upon initiation there was spontaneous dislodgement of the cannula under pressure from the syringe resulting in the cannula going through the wound and temporal iris to rest in the anterior chamber of the eye. Iris bleeding and vitreous cavity hemorrhage noted. Diagnosed with retinal detachment requiring repair.